Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration (svd) which can lead to regurgitation over a period of time. In moderate to severe cases, stenosis and regurgitation can cause the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for intervention. Edwards will continue to review and monitor all events and if further information becomes available, a follow-up report will be submitted.

Event description:
Article - reversible thrombotic aortic valve restenosis after valve-in-valve transcatheter aortic valve replacement abstract - thrombotic aortic valve restenosis following transcatheter aortic valve replacement (tavr) has not been extensively reported and the rates of tavr valve thrombosis are not known. We present three cases of valve-in-valve (viv) restenosis following tavr with the balloon expandable transcatheter heart valves, presumably due to valve thrombosis that improved with anticoagulation. Summary - edwards received information that this 23mm aortic surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately ten (10) years. The reason for re-operation was due to mild-to-moderate intravalvular regurgitation, secondary to severe aortic stenosis. Per the article, the patient's index procedure was complicated by hemophilus influenza. Given the mediastinal infection, the patient was deemed to be a poor candidate for surgical aortic valve replacement. Therefore, a 23mm transcatheter valve was successfully implanted. Tte revealed a well-seated valve with normal cusp motion and the patient was later discharged.